Event description:
The patient reportedly experienced intermittency, followed by loss of lock. External equipment was exchanged and programming changes were made; however, this did not resolve the issue. Surgery to explant the patient's device has been scheduled.